Manufacturer narrative:
Report late due to asr to individual reporting transition. Nb : revocation of exemption (asr) : e2018010. According to the practitioner two implants didn't take and failed to integrate. The implants have been placed in 47 position on (B)(6) 2019. 2 months later after the implantation, the practitioner has found that the two implants failed to integrate. The implants have followed the complete manufacturing cycle, have been verified at each stage of production, and have been submitted to a final release before provision of the device on the market, which ultimately guarantees there conformity. The implants have been evaluated through a biological risk assessment which concludes that there toxicological profile is acceptable. The implants loss suggests that the source of the problem was likely to come from procedural errors and/or the lack of osseointegration. Additionally, other factors that may have contributed to the implants failure include bone condition, patient oral hygiene, or patient behavior.

Event description:
Two implants fails to osseointegrate.